Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The devices being available for analysis may have aided in a more definitive determination. The needles puncturing the back wall of the artery and suture stitching the back wall closing the artery as reported can be influenced by, but is not limited to manufacturing, patient anatomical conditions and user technique. During manufacturing, all proglide devices undergo a variety of cuff, link, suture and needle-related inspections, including, but not limited to, needle alignment, suture forming, link forming, cuff tab bending and foot deployment inspections. In addition, a sample of devices from each lot must be successfully functionally deployed as part of lot release testing. It was reported that the sutures had stitched the back arterial wall and closed the artery. Failure to maintain adequate foot position against the inside of the anterior wall upon deployment may result in a suture/back wall stitch and cause occlusion. As per precaution of the IFU, the user is instructed as follows: use a single wall puncture technique. Do not puncture the posterior wall of the artery. Avoid posterior wall suture placement. Device lot history review of recent lots shipped to this facility found no non-conforming materials records that could have contributed to this event. Based on the reported information and the inspection criteria, a definitive cause for the reported needles puncturing the back wall of the artery and suture stitching the back wall and closing the artery could not be determined. The patient reportedly died from a respiratory cause. In this case, and with the information provided, there is no direct correlation between the proglide use and patient death. All proglide devices undergo cuff, link, suture and needle-related inspections, and functional deployment testing must meet specification.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a non calcified right common femoral artery was attempted using a perclose proglide device after an unspecified interventional procedure. Reportedly, the device achieved hemostasis. Later, in the evening of the same day, the patient developed a cold leg and was taken to surgery where it was determined that the proglide suture had captured the posterior arterial wall. The knot was clipped to restore blood flow. It was reported that the patient, who had a history of chronic obstructive pulmonary disease, died the same night because the ventilator could not be removed. It was reported that the physician stated that the cause of death was determined to be respiratory distress. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.